Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint of no image was not confirmed. Upon testing and inspection, the device was displaying an image. No abnormalities were observed in the image. The user issue of no image was not duplicated. However, there video connector had a crack which caused the device to fail the water leak test.

Event description:
As reported for this event, there was no image with the device. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely water got inside the subject device through the cracked part of the connector, which destroyed the electrical circuits, leading to temporary image loss.